Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, when opening the package of a ngage nitinol stone extractor the doctor observed failure in the basket. The procedure was a ureterolithotripsy the basket was unable to open and close properly. The device was replaced and the procedure was completed. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one ngage nitinol stone extractor, nge-017115-mb, to cook inc for investigation. The device was returned with its outer packaging. The handle was returned disassembled. The collet knob was tight, while the mlla (male-luer lock adapter) was loose and sliding on the basket sheath. The cannulated handle was bent at the distal end of the white handle. The support sheath was bent. The sheaths were still adhered. Multiple kinks were found in the basket sheath. The handle could not be reassembled due to the kink in the cannulated handle. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to be non-functional due to sheath damage. The basket sheath was kinked in multiple locations. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, when opening the package of a ngage nitinol stone extractor the doctor observed failure in the basket. The procedure was a ureterolithotripsy the basket was unable to open and close properly. The device was replaced and the procedure was completed. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the ocurrence.